Manufacturer narrative:
Device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-march-2024, it was reported by the patient for the seven bent cannulas within one day of use due to which hyperglycemia occurs. Blood glucose was 609 mg/dl. Infusion set was placed in abdomen. For the treatment of high blood glucose bolus via pimp is given. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.